Event description:
Customer reportedly received results of 289 mg/dl and 126 mg/dl within 10 minutes on the aviva system. No symptoms reported with these results. No action taken based on device results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of supsect device and replacement was sent.